Event description:
It was reported this was an acute myocardial infarction patient. The procedure was to treat a 99% stenosed lesion in the proximal to mid left anterior descending artery with heavy calcification. Pre-dilatation was performed with a 1.2 x 6 mm balloon. Ablation was then performed and the lesion was further dilated with a 2.0 x 15 mm balloon. A 2.5 x 38 mm xience prime stent was implanted in the distal area of the lesion, and the 3.0 x 28 mm xience prime stent was implanted at 8-10 atmospheres (atm), proximally. The balloon was confirmed to be fully deflated; however, it was noted that the middle area of the stent was not fully apposed to the vessel wall. During removal of the stent delivery system (sds), resistance was met with the stent, and the sds could not be removed from the anatomy. Force was used, and the middle area of the sds shaft separated. The distal portion remained in the patient anatomy. The blood flow occluded and the patient experienced cardiopulmonary arrest. Percutaneous cardio pulmonary support (pcps) was inserted and the patient was sent to surgery for removal of the implanted stent and the separated sds shaft. The patient remains in the hospital with the pcps still inserted. Additional information received reported that the patient died on 8/1/12. Returned device analysis on 8/8/12 noted that an additional stent was returned. Follow up received confirmed that the additional stent was the 2.5 x 38 mm xience prime stent that was implanted distally and was explanted during surgery. No additional information was provided.

Event description:
Based on cine review, after the 2.5 x 38 mm xience prime stent was implanted, a waist was visible in the mid portion, at the area of heavy calcification. Additional balloon inflations were performed and it was noted that there was a translucency (likely thrombus) in the lesion area. The 3.0 x 28 mm xience prime stent was then implanted; however, the images showed the balloon partially deflated, with contrast still visible in the balloon.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.0 x 28 mm xience prime device referenced was filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant was returned stretched with several broken struts, which likely occurred as a result of the stent implant being surgically removed from the patients anatomy. There were no reported product deficiencies. Death is listed in the instructions for use (IFU) as a known adverse event of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, a cine review revealed images that suggest the device was difficult to deploy (a waist was visible in the mid-portion of the deployed stent implant, at the area of heavy calcification) and a translucency (likely thrombus) in the lesion area. Difficult deployment could not be tested as only the damaged stent implant was returned. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, thrombosis is listed in the japan xience prime everolimus eluting coronary stent system instructions for use (IFU) as known adverse event of coronary stenting procedures. Although a conclusive cause for the patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.